Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that his blood glucose went low, possibly as low as 20 mg/dl, and emergency medical services were called by his granddaughter. The customer stated that when the paramedics arrived, his blood glucose was 32 mg/dl. He was treated with manual glucose injections. The customer declined to go to the hospital. He also stated his doctors set the insulin pump to 0.9 units of insulin per hour, but because his blood glucose was running low, he changed it to 0.65 units per hour. The customer was encouraged to follow up with his doctor and have settings checked or adjusted. Nothing further was reported.